Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. The previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated electric dermatome serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was october 14, 2013 where it was reported that the cord was coming out of the device and the ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, o-ring, and all 4 width plates were replaced. This is not a related issue. Zimmer biomet surgical has previously repaired/evaluated electric dermatome power supply serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was december 8, 2012 where it was reported that the device was returned with dermatome sn (B)(4) and the device was evaluated with no components replaced. This is not a related issue. On march 18, 2019, it was reported that the device black covering around cord had pulled away and wires were showing. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The customer also returned a power supply, serial number (B)(4), for evaluation. Product review of the electric dermatome on march 27, 2019 revealed that the power cord pulled out of the strain relief on the device. The motor speed was below specifications and the calibration was out of specifications at the zero setting only. Product review of the electric dermatome power supply on april 2, 2019 revealed that the device functioned as intended however; the power switch was worn and the ground wire on the lid was broken. Repair of the electric dermatome was performed by zimmer biomet surgical on march 27, 2019 which included replacement of the seal and strain relief, compression cap, o-rings, switch, plug harness assembly, motor, semi-circle shaft bearings, vespel bearings, needle bearings, bearings, and spring seal. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Repair of the electric dermatome power supply was performed by zimmer biomet surgical on april 2, 2019 which included replacement of the power switch and ground wire. Electric dermatome power supply serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Notification number (B)(4) dated 3/19/2019. While the returned product investigation confirmed that the power cord had pulled out of the strain relief on the electric dermatome, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The electric dermatome was noted to be functioning as intended after the seal and strain relief, compression cap, o-rings, switch, plug harness assembly, motor, semi-circle shaft bearings, vespel bearings, needle bearings, bearings, and spring seal were replaced. The electric dermatome power supply was noted to be functioning as intended after the power switch and ground wire were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device black covering around cord had pulled away and wires were showing. The event occurred after surgery and no harm, no delay reported.